Manufacturer narrative:
Follow-up #1: date of submission 01/04/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data showed no evidence of short battery life. A cs 177 low battery warning and a cs 128 replace battery alarm were observed due to normal pump operation. During a visual inspection of the pump, the battery compartment was observed to be intact with no damage or evidence of moisture ingress. The returned battery cap was able to fully tighten to the pump. During testing, pump current draws measured within specifications. The pump case was removed and no evidence of moisture or loose components was found inside the pump. The original complaint was a battery life was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the display was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.